Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated the pump had been flipping, making the catheter wind and coil like a telephone cord and it was thought the catheter was kinked. The catheter replacement occurred on (B)(6). The device had been sent back for analysis by the neurosurgeon.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter. H6: code-conclusion 22 only applies to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: 2020-06-12 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via device manufacturer representative indicated that the patient was receiving lioresal (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. It was reported that during a refill appointment on (B)(6) they removed more drugs that anticipated. Exploratory surgery was performed and the catheter looked like a phone cord, it had obviously been flipping multiple times. No fluid could be aspirated from the catheter access port. The pump segment portion of the catheter was replaced, 73.9 cm of the old catheter were removed and will be sent back for analysis at the request of the physician. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative on (B)(6). It was reported that a catheter revision was scheduled for (B)(6) the issue was not considered resolved at the time of the report. The patient's status at the time of the report was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 676 mcg/day) via an implantable infusion pump. It was reported that during a refill procedure the expected reservoir volume (erv) was 2.9ml and the actual reservoir volume (arv) was 26ml. The pump logs were checked and there was no alarms. The caller stated that the aspirated drug from the pump was clear and there were two staff performing the refill. It was noted that the patient had a fallen since the last refill in (B)(6) 2019. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial# (B)(4), ubd 2021-05-09, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the healthcare professional who reported that the volume discrepancy was thought to be due to a catheter malfunction. The catheter was thought to be kinked or occluded. The physician planned to refer the patient to a neurosurgeon. The issue was not yet resolved. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Evaluation of implantable catheter serial number (B)(4) revealed significant twisting which may have affected infusion. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.